Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(4)) does not power on was confirmed during initial functional testing. The root cause of the power issue was due to a damaged battery cable in which was likely attributed to wear and tear. The autopulse platform was manufactured in june 2009 and is 11 years old, well past beyond its expected serviceable life of 5 years. There was no physical damage was observed on the returned autopulse platform. Initial functional testing could not be performed due to returned autopulse platform does not power on. To remedy the power issue, the damaged battery cable was replaced. Also unrelated to the reported complaint, a sticky clutch was observed, likely due to wear and tear. Deburring of the sticky clutch was performed to remedy the issue. After service repair completion, platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with known good batteries until discharged without any fault or error. The brake gap was inspected and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed all the functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint for autopulse with serial # (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) does not power on with several good fully charged autopulse li-ion batteries. No patient involvement.